Event description:
It was reported that the procedure was performed to treat a chronic total occlusion in the heavily calcified, mild tortuosity and severely stenosed right superficial femoral artery. Using a retrograde approach, access was obtain in the left femoral, and pre-dilation was performed with an unspecified 6mm balloon. The 6.0 x 120 mm supera self expanding stent system (sess) was advanced over an unspecified 0.014 guide wire. Resistance was noted during advancement due to the patient anatomy. The stent was deployed at the target lesion yet elongated, and migrated to the common femoral artery where a calcium rock was present. In an attempt to avoid the calcium rock, the stent was attempted to be retracted back onto the delivery system, yet resistance was noted due to the heavy calcification. The stent further migrated to the calcium rock causing the stent to further elongate through a bifurcation at the iliac where a prior stent was implanted and ended in the proximal iliac artery. In addition, the nose cone of the supera sess separated in the iliac artery and was retrieved using a snare. The patient was transferred to a higher level care facility for vascular endarterectomy and stent removal by surgical cut down. The patient was discharged the next day. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that resistance was met with the heavily calcified, mild tortuosity and severely stenosed anatomy resulting in the reported difficult to advance. During attempted deployment, due to the heavily calcified, mild tortuosity and severely stenosed anatomy the stent elongated and inadvertently migrated to the common femoral where a calcium rock was present. In an attempt to retract to stent back into the delivery catheter interaction with the heavily calcified anatomy resulted in the reported difficult to remove where the stent further migrated and elongated. Interaction and/or manipulation of the compromised device ultimately resulted in the reported tip material separation. As reported, the patient was transferred for vascular endarterectomy and stent removal by surgical cut down. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, during advancement resistance was noted due to the heavily calcified, mild tortuosity and severely stenosed anatomy. It should be noted that the supera peripheral stent system instructions for use states: precaution: should unusual resistance be felt at any time during stent system advancement or stent deployment the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. H6: medical device problem code 2017 clarifier- against resistance.